Event description:
The customer stated that she was treated at the hospital for high blood glucose levels. The customer's blood glucose reading was 340 mg/dl when she arrived at the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was off by one hour. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.